Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) service department, the malfunction was duplicated and attributed to the hv module. The device was returned to the customer, the hv module was returned to zoll united states. The malfunction was duplicated and attributed to a faulty integrated circuit. Analysis for reports of this type has not identified an increase in trend.